Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient&#38112;nurse. The alleged inaccuracy occurred during the night of either the (B)(6) 2016. At this time the patient obtained a blood glucose result of "100mg/dl" on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and it is not known whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient became "unwell" and developed symptoms of "sweating and would not react at all"; symptoms which were associated with hypoglycemia. The patient was given a "perfusion" by the emergency medical services (ems) and was taken in to hospital where they were kept for one week. The patient's blood glucose was also measured on an ems meter and a result of "25mg/dl" was obtained. At the time of troubleshooting, the csr was unable to resolve the issue. The patient's products were requested for evaluation. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter which led to them developing symptoms indicative of serious injury which required healthcare professional intervention after the alleged product issue occurred.